Manufacturer narrative:
Device evaluation: one pneupac device was received for investigation in fair condition. Upon visual inspection it was determined the manometer was out of spec, the reading displaying below -10cmh2o. The device was the connected 50psi oxygen and a test was run, which showed the manometer needle was stuck outside the device's specified limits. However, it was also noted that the gas supply indicator passed a functional test and that the oxygen concentration measured within tolerances. Based on the investigation, the complaint allegation could not be confirmed. The device passed all functional tests once the manometer was replaced. The problem source for the manometer issue detected was listed as unknown.

Event description:
Information was received that a smiths medical pneupac parapac plus 310 ventilator would not oxygenate a patient. The patient was reported to be coding at the free standing ER and was intubated. Immediately after being placed on the ventilator, it was noted the patient's "o2 saturation would not increase above 80%. When the patient was placed on different ventilator (of an unknown brand) in an ambulance during transport to the main ed, the patient's o2 saturation immediately increased to 96%". No additional adverse patient effects were reported.